Event description:
Surgeon was inserting the zimmer cage at l5-s1 level when the cage broke into several pieces. All pieces were retrieved from the body. Reason for use: lumbar stenosis, lumbar radiculopathy, lumbar degenerative disk disease, lumbar retrolisthesis.